Manufacturer narrative:
Correction: the product was initially assigned for return however did not return to manufacturer. The reported event could be confirmed; confirmation is based on provided image for investigation. A device inspection was not possible since the affected device was not returned and based on provided image for investigation below was inspected: visual inspection the visual inspection of the provided image shows evident breakage. The breakage is concentrated at the tip of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was not reported, that screwdriver tip broke off when tightening the glenosphere. The tip of the blade was still stuck in the screw hole and the blade tip was then removed with tweezers. Product has been sterilized / cleaned approx. 90 times. No further information was provided.

Event description:
It was not reported, that screwdriver tip broke off when tightening the glenosphere. The tip of the blade was still stuck in the screw hole and the blade tip was then removed with tweezers. Product has been sterilized / cleaned approx. 90 times. No further information was provided.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.